Manufacturer narrative:
No conclusion can be made. The information provided alleges postoperatively the patient was treated for a seroma that cultured positive for a staph infection. The product is sold sterile to the customer. At this time there is no connection that can be made to identify the device causing or contributing to the seroma/staph infection. Seroma formation and infection are known inherent risks of surgery. Seroma is identified in the adverse reaction section of the instructions-for-use as a possible complication. Regarding infection the warning section states the following: " if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device." No lot number has been provided; therefore a review of the manufacturing records could not be conducted. Should additional information be obtained, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
The following was reported via (B)(6) ((B)(6) food and drug administration): on (B)(6) 2016 the patient underwent a tension free repair of a left inguinal hernia. During the procedure the patient was implanted with a davol 3dmax mesh. It is alleged that 8 days postoperative the patient had incisional swelling and collection of fluid (seroma). As reported the impermeable fluid was sent to culture. The culture was positive for staphylococcus hemolytic staphylococcus g+. The patient was treated with systemic antibiotics (based on drug allergy) and local dressing changes.